Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer changed supplies and reverted to manual insulin injections to address the occlusion alarms. Customer¿s blood glucose level was 326 mg/dl.